Manufacturer narrative:
This report is submitted on (B)(6) 2017, by (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration subsequent to the patient suffering a fall.